Event description:
It was reported that the customer experienced frequent ongoing occlusion alarms. There was no adverse impact to the customers blood glucose level. Tandem technical support provided multiple troubleshooting steps, but the alarms recurred. Due to the ongoing occlusion alarms and after exhausting troubleshooting options, a replacement pump was recommended and arranged.